Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and had dislodged and pulled back into the superior vena cava (svc) leading to phrenic nerve stimulation. The ra lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.